Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of 240 ohms, elevated threshold measurements, and loss of rv capture. The patient had episodes of intermittent lightheadedness. The device was reprogrammed, then the patient had muscle stimulation. The patient had a follow-up appointment, and no further troubleshooting was performed. The device was reprogrammed to bipolar configuration due to the muscle stimulation. Additional information was received which noted that a surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.